Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was programmed and monitored for two days. All test boluses and basal profiles delivered properly. No bolus anomaly, basal anomaly or daily total anomaly was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported that he had low blood glucose of 30's, 40's, and 50's mg/dl because his insulin pump was over delivering. Customer stated that he went low 3 times in one day and the blood glucose was 54 mg/dl after drinking 10 oz of (B)(6) and stopping the insulin pump. Customer stated that he had low blood glucose of over a week. Nothing further was reported.